Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed and duplicated. The received user interface module (uim) assembly was inspected externally and found no anomalies. The uim was installed to an avea testing station, test per use mode and the touchscreen was fully functional. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on the user interface module (uim) of this ventilator device. The customer reported being unable to calibrate the touchscreen display. The customer stated no patient involvement with this event.